Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. According to the information given by the customer the implant loss may be caused by a failure of a grafting material. Dentsply sirona implants is not the manufacturer nor distibutor of this grafting material.